Event description:
Per the clinic, the patient experienced pain/non-auditory sensations with device use. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on april 22, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 23, 2024.